Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a force sensor. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
D9: date returned to mfg.: 8/25/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿failed force sensor" was confirmed during start up test. Unable to perform investigation syringe testing due to initial error. The error log showed ¿force sensor test¿ therefore replaced the broken plunger cable and plunger printed circuit board. Error log showed ¿check clutch/plunger lever¿ therefore replaced worn drivetrain parts including leadscrew, worm coupling, and clutches. The probable cause was normal wear. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.